Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that that this left ventricular (lv) lead was a case of an attempted implant due to lead body and insulation damage. The wire came out a hole in the side of the lead when putting wire through the lead. This happened prior pacing the lead into the patient's body. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a puncture hole in the insulation in the tip region of the lead consistent with a backloaded guidewire escaping the lumen. The allegations against the lead were confirmed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to lead body and insulation damage. The wire came out a hole in the side of the lead when putting wire through the lead. This happened prior pacing the lead into the patient's body. The lead was never in service. No adverse patient effects were reported.